Event description:
It was reported that a volume discrepancy was noted. The estimated pump reservoir volume was 2.6 ml, actual reservoir volume was 17 ml. The patient was doing well clinically, other than being depressed over the past few weeks and some diarrhea. It was later reported that the hcp contacted the pt's father; the pt was "doing fine". The hcp wanted to monitor the patient and the volume discrepancy issue until the pt's next refill to see if the problem resolved. No troubleshooting was performed on the device. On (B)(6) 2010, the hcp had a discussion with the patient's parents on how to recognize withdrawal symptoms. The hcp noted in the pt's chart that he suspected that the device may not be functioning properly but until the pt's next refill, they would monitor the situation. It was possible, according to the reporter, that the motor temporarily stalled 1 to 2 weeks following a refill on (B)(6) 2010 when the patient had an x-ray; this was never confirmed. The pt has lioresal (500 mcg/ml, 161.00 mcg/day) in her pump.

Manufacturer narrative:
(B)(4).